Event description:
Philips received a complaint by the customer on the v60 indicating that the battery does not charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "the battery does not charge", had occurred. Onsite service is currently pending.

Manufacturer narrative:
It was reported that the error, "the battery does not charge", had occurred. A field service engineer (fse) went onsite and performed internal battery tests and tightened the connector. The fse then confirmed the v60 was operating on the battery as expected. The fse performed internal battery tests and tightened the connector to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.